Event description:
Allegations of local breast, chest shoulder, arm and hand pain, capsular contractures, injury to her pectralis and other chest muscles, regional musculoskeletal pain syndrome, atypical chest pain and/or pseudo heart attack syndrome mimicking cardiac pain, neuropathy and neuromuscular pain, rupture of device, migration of silicone, breast and chest wall deformity and disfigurement.